Event description:
It was reported that the pt had difficulties recharging the device. The reporter believed the device was faulty, and the device was replaced. After the device was explanted, the recharger was put on the device and everything was normal. The pt recovered without sequela.

Manufacturer narrative:
(B)(4): the device has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete. Reason for late MDR due to implementation of process improvement.